Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed failed battery test twice. During one instance the alarm occurred during the nighttime, and the insulin pump was off for five hours. The caller did not have the insulin pump or specific details of the incidents to troubleshoot. The insulin pump was not returned for analysis.